Event description:
In 2009, the pt was diagnosed with a thoracic aortic dissection. The same day, computed tomography showed the aortic diameter to be 29mm. Eight days later, a gore tag thoracic endoprosthesis was placed at the level of the left carotid artery. The left subclavian artery was intentionally covered. The left subclavian artery was transposed. During the left subclavian artery operation, a carotid artery dissection over 1 cm in the left common carotid artery was identified without clinical symptoms.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.